Event description:
The complainant reported that during support, the impella 5.5 generated a ¿placement signal unreliable¿ alarm. Motor current and pump flow were reported to be consistent with expectations for the performance level, and purge flow and purge pressure were also within the expected ranges. Due to the unreliable placement signal, the placement signal alarm monitoring was disabled, and the medical team proceeded to manage the device by monitoring motor current, pump flow, and the purge system. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The patient was successfully weaned from the impella 5.5 during the transplant procedure and underwent a successful heart transplant. The patient survived the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.